Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to infection. The wound was washed out and only the tibial bearing was removed and replaced. No further information has been provided to date.